Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a connection failure between the maj-1933 (light source cable) and the maj-1941 (light source digital cable) because the issue resolved when both cables were reconnected via troubleshooting. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center received a b30 scope communication error code when using two 190 scopes. When using the 180 scopes, there were no errors. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved after reseating the cable in the back. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.